Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as the device status is unknown at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry that a model 3300tfx 25mm aortic valve was explanted and replaced with a 11500a 23mm valve after an implant duration of 8 years, 9 months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Manufacturer narrative: h3: customer reports of endocarditis, stenosis, and regurgitation were unable to be confirmed due to valve condition as received. As received, all three leaflets were cut off from the valve and edges of cuts were straight and even. The cut off leaflet fragments were not returned. X-ray demonstrated wireform intact and calcification on the remainder of the leaflets. Host tissue overgrowth on the stent circumference was minimal on both the inflow and outflow aspects. Wireform was exposed on commissure 1. Updated sections: b5, b7, d9, g3, h2, h3, h6 health effect - clinical code, device code(s), type of investigation, and investigation findings. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less postimplant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. H11 corrected data: based on the new information received, this event is no longer considered reportable.

Event description:
It was learned from implant patient registry that a model 3300tfx 25mm aortic valve was explanted and replaced with a 11500a 23mm valve after an implant duration of 8 years, 9 months due to endocarditis, stenosis, and regurgitation. The patient presented with abdominal pain, nausea and vomiting. The patient outcome at the end of the procedure as stable.